Manufacturer narrative:
Submit date: 02/24/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer stated that the PICC was leaking on the second lumen at the hub. It then started leaking further down on the catheter and was discontinued. The PICC was placed on (B)(6) 2010 and was removed on (B)(6) 2011. It was replaced with another PICC and the customer stated that the patient's status is fine.